Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds. The lead was capped and replaced on (B)(6) 2017. No patient condition or additional information was reported.